Event description:
It was reported to philips that the device does not deliver selected energy. There was no reported patient involvement.

Manufacturer narrative:
The device was returned to the med bench and it was identified that the therapy capacitor was faulty and required replacement.